Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Damaged haptic after implantation is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). 255: pkg-19-317 00 en2.ms2.254255.20190501(t)_254, 255. Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in japan. Confirmed there was no tip of the trailing haptic just after the insertion. It is unknown whether the tip of haptic was remained in the injector or not because the injector was disposed. The part of the torn haptic was near the tip and the haptic was remain in an eye so it is stable. There is no health impact to the patient and the eyesight is ok. Required an investigation about the pathogenesis. Problem code: a0414 - material split, cut or torn.

Event description:
Event occurred in japan. Confirmed there was no tip of the trailing haptic just after the insertion. It is unknown whether the tip of haptic was remained in the injector or not because the injector was disposed. The part of the torn haptic was near the tip and the haptic was remain in an eye so it is stable. There is no health impact to the patient and the eyesight is ok. Required an investigation about the pathogenesis. Problem code: a0414 - material split, cut or torn.

Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Product was not returned and appearance check was not performed. No abnormalities were found in production and inspection records of the product. (Serial no. (B)(6); model: 255) from our investigation, we confirmed the reported event. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. CAPA-22-0009 has been initiated for damaged haptics complaints.